Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilatation. When the physician delivered the balloon to inflate the catheter, the middle of the balloon shaft was fractured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).